Event description:
A malfunction alarm occurred with a code of malf 16, which could not be reset. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the malfunctioning pump, which was under warranty. The customer was guided to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The customer understood the instructions to put the pump into storage mode and return it to tandem using a pre-paid label within ten days.